Manufacturer narrative:
The was reported to vygon via medwatch 3901330000-2017-8004. The complaint investigation is currenting in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
One fr vygon PICC was inserted in to infant's left arm without difficulty, blood return noted and catheter flushed with normal saline. Cxr obtained and noted catheter terminating in subclavian vein. Upon flushing catheter again it was noticed that there was leakage of fluid (blood and saline) when catheter was flushed. Insertion site dried and then flushed once again noting leakage of saline at insertion site. Line pulled as concerned of possible crack or defect in line causing the leak. Upon removal catheter was flushed and leak noted at (B)(6) mark. Total catheter removed without difficulty and no bleeding noted upon removal. Infant tolerated well.

Manufacturer narrative:
The was reported to vygon via medwatch (B)(4). The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. This complaint is confirmed. We assume that this is not the sample for the described reason of complaint. The catheter had been shortened at the 8-cm marking and was leaking at the 15-cm marking. A microscopic examination showed that the catheter was flattened at this area. The catheter obviously had been caught between blister and tyvek (r). This is the first complaint for a sealed catheter from batch no. 6275795. This catheter obviously had not been detected during the second visual 100%-test. The manufacturing staff will be informed about this complaint and trained again to take more care during inspection. The description of the complaint does not fit to the sample, as the sample must have been leaking during the first attempt of flushing and such a flattened catheter should not have passed through an IV-cannula. The assembled stylet must have been visible at the flattened/opened catheter. The sample was leaking at the 15-cm marking (in this case 7 cm from the distal tip - as the catheter had been shortened) and not at the 5-cm marking as described. Furthermore, the catheter is not suited for blood aspiration as warned in the product's IFU. Corrective/preventative action: CAPA (B)(4) had been implemented to automate the 100% visual test.

Event description:
One (1) fr vygon PICC was inserted in to infant's left arm without difficulty, blood return noted and catheter flushed with normal saline. Cxr obtained and noted catheter terminating in subclavian vein. Upon flushing catheter again it was noticed that there was leakage of fluid (blood and saline) when catheter was flushed. Insertion site dried and then flushed once again noting leakage of saline at insertion site. Line pulled as concerned of possible crack or defect in line causing the leak. Upon removal catheter was flushed and leak noted at 5 cm mark. Total catheter removed without difficulty and no bleeding noted upon removal. Infant tolerated well.